Manufacturer narrative:
Citation: ziviello et al. Has-bled score and actual bleeding in elderly patients undergoing transcatheter aortic valve implantation. Minerva med. 2020 jun;111(3):203-212. Doi: 10.23736/s0026-4806.19.06154-8. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding bleeding in elderly patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from two centers between april 2006 and january 2018. The study population included 986 patients (predominantly male, mean age 80.5 years, mean weight 75 kg), 428 of whom were implanted with medtronic corevalve, evolut r, or evolut pro bioprosthetic valves (no serial numbers provided). Among all patients cardiovascular and non-cardiovascular deaths occurred within three years of implant. No further details were provided regarding these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: major bleeding event, stroke, transient ischemic attack (tia), myocardial infarction (mi), atrial fibrillation, deep vein thrombosis, pulmonary embolism,and valve thrombosis. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.